Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Patient reported "started experiencing bad neck pain", "I have been getting numbness in my arms" "and tingling in my fingers", "implant was also hard", "I was diagnosed with capsular contracture baker grade 3", "this implant was recalled". This record is for the right side. Device remains implanted.